Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and it was found to be conforming to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of continu-flo solution set would not prime. The event was further described as the line was compressed together, and not allowing fluid to flow. Therefore the device was unable to use. There was no patient involvement. No additional information is available.